Event description:
During embolectomy, when the surgeon inserted the catheter shaft into the blood vessel, the balloon failed to inflate. So, he replaced this catheter with another catheter. The operation was completed successfully. There was no harm to the patient because of this malfunction.

Manufacturer narrative:
We have not received the complaint device for evaluation. Hence, we could not conclusively determine the root cause of the incident. The surgeon checked the catheter before use and he found it to be functional. It is possible that the balloon was exposed to the calcified region ( eg. Chronic clot, atherosclerotic plaque ) of the patient's vessel and damaged the balloon. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. As part of our manufacturing process, a 100% balloon and winding inspection are performed on each of the manufactured products. There was no harm to the user because of the balloon malfunction. The surgeon used another catheter to complete the procedure.